Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) and suture was used. The tip of the suture needle broke off during the procedure. The patient was x-rayed and the tip was not found. There is no additional information available. There were no adverse patient consequences reported.